Event description:
A customer reported a suspect positive cyclesure biological indicator (bi) after a completed sterrad 100s cycle. After several hours on incubation, three quarters of the media was observed to be gone and there were many crush marks on the vial. The customer thinks someone got over zealous while crushing the vial causing the crush marks. The bi was incubated for 5.5 hours, not the recommended 24 hours. The load included two storz cameras and one laparoscope camera. All the items in the load were recalled except one camera that was used on a patient. There were no human reactions reported due to this event. An asp representative reviewed the bi procedure and the proper way to check the vial before and after processing. The bi was placed at the bottom shelf of the chamber during the cycle. It was unknown whether the integrity of the bi was checked prior to use. The result of the previous bi was negative and the result of the subsequent bi result is unknown.

Manufacturer narrative:
Concomitant devices: sterrad 100s sterilizer - serial number (B)(4); laparoscopic camera - model and serial number unknown; storz hd camera - model and serial number unknown. (B)(4): suspected positive bi. The clinical nurse support reviewed with the customer the bi procedure and the proper checking of the vial before and after processing.

Manufacturer narrative:
Correction: device manufacture date: 07/23/2010. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review revealed a non-conformance found relating to an incorrect date on the label which was corrected and is unrelated to this report of (B)(6). The complaint history for the cyclesure bi, lot 136107 revealed there were no other similar complaints reported for this lot. Trending analysis for suspected (B)(6) issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. The retain sample of lot 136107 was not tested for (B)(6) since the customer returned product for testing. The test resulted in no (B)(6) and the (B)(6) were found to meet specifications. Therefore, the reported failure mode could not be confirmed. The load contents included a non-asp tray that may not be compatible with the sterrad sterilizer. Per sterrad systems user's guide under section "items not to be processed": "instrument mats other than sterrad instrument mats"; "instrument trays other than sterrad instrument trays or aptimax instrument trays". The non-asp tray may have contributed to the reported (B)(6). A service order is not required if the customer did not experience two consecutive (B)(6) events from the same sterilizer. There was no report of sterilizer malfunction during the cycle of which the reported (B)(6) was used. It is unlikely that the (B)(6) result was attributed by the sterrad sterilizer. The cycle passed which shows that sufficient h2o2 was delivered into the system; thus, the cassette is not likely to be the cause of the issue. The incubation temperature was set to the required specifications; therefore, the thermometer and incubator at the customer site unlikely contributed to the (B)(6) result. Based on the information available, a definite root cause to the reported issue is not determined as a thorough investigation and testing could not produce the reported failure mode.